Event description:
It was reported that the patient had a sleep study and episodes of sleep apnea occurred every 4 to 4.5 minutes. The patient's vns generator was programmed to a duty cycle of 30 seconds on and 3 minutes off. Multiple attempts were made for additional information regarding the patient's reported sleep apnea; however, no further relevant information has been received to date.